Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented after receiving a vibratory alert for non-sustained v oversensing, post-paced t-wave oversensing was observed. No programming changes were made. The device remains implanted. The patient will continue to be monitored with routine follow-up.